Manufacturer narrative:
(B)(4).

Event description:
It was reported that left ventricular lead dislodgement was observed during routine follow-up. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was stable.